Manufacturer narrative:
A supplemental MDR is being submitted for the complete engineering evaluation. Per IFU, structural valve deterioration (leaflet tear) is a potential adverse event associated with the use of the valve. The event report of 'leaflet tear,' is anticipated in the risk management documentation for transcatheter heart valve procedures. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaint 'leaflet tear' was unable to be confirmed as no relevant imagery was provided. In addition, there was no information regarding the sapien 3 valve performance after the 3 year follow up visit and no mention of a sapien 3 leaflet tear on the medical records received. No manufacturing non-conformances that could have contributed to the event were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. A definitive root cause was unable to be determined due to the limited information provided. In the medical report, the patient had hyperlipidemia and diabetes, which are known factors that may increase the risk of valve calcification. Tissue calcification is a known factor that can cause leaflet tear over time. However, without the actual device returned for evaluation, the exact mechanism of the leaflet tear remains unknown. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to limited information, a definitive root cause was unable to be determined at this time. It is possible that the event was due to one of the mechanisms or risk factors mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Not returned for evaluation.

Event description:
As reported by the field clinical specialist approximately 6 years, and 6 months after the implant of a 23 mm sapien 3 valve in the aortic position, a computed tomography scan revealed a failing sapien 3 valve. The patient is being scheduled for a valve-in-valve procedure. Additional information is not available at this time.

Event description:
As reported by the field clinical specialist, approximately 6 years, and 6 months post implant of a 23mm sapien 3 valve it was reported that CT was performed that revealed a failing s3 valve with a torn leaflet. The patient received a 23 mm sapien 3 ultra valve-in-valve. Per medical records received, an echocardiogram performed 2 years and 10 months post tavr reported: bioprosthetic aortic valve replacement with no regurgitation present. The leaflets are not well visualized. The study suggests the prosthetic valve is functioning normally. Aortic valve area 1.3 cm2, aortic mean gradient 20.8 mmhg, aortic velocity max 282.3 cm/sec. During the 5 years and 8 months post tavr follow up visit, the patient was asymptomatic. A heart murmur was heard during this follow up visit. The patient will be monitored with echocardiogram in 6-12 months.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. Sections b4, b5, b.7, g3, g6, h.2, h6 device code, and h.10 of this report has been updated. Investigation is ongoing.